Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 303 mg/dl - "high"; specific value not provided. Bg cause was unknown. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the cartridge was leaking at the cartridge septum. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.